Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and 30mm watchman laa closure device & delivery system (wds) were used. The 30mm device was successfully deployed in the laa of the patient and procedure ended at 9:00am. Later in the day at 4:00pm, patient was found to be hypotensive. Limited echocardiogram was performed which disclosed late pericardial effusion with rv compromise. Pericardiocentesis was performed in a cardiac catheterization lab where 200 cc blood was drained. Drain was left in overnight and patient was doing well the next morning with planned removal of drain and discharge to home.